Event description:
Freeze will not activate. Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation: inspect returned samples: analysis and findings (B)(4). Distribution history: the complaint product was manufactured at wallach in 2004, the workorder number is not available nor is the ship date. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99798 this unit was at csi on 25-jan-2023. Visual evaluation: visual examination of the complaint product revealed physical damage. The freeze lever was bent. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the freeze lever being bent. This is being attributed to normal wear and tear. Correction and/or corrective action the freeze and defrost levers were adjusted. The unit was tested per form-prod 263 and was found acceptable. The unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Details reported on incoming (B)(4) from field service log #99798: "freeze will not activate." "May be normal wear and tear but nurses state problem is intermittent."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.